Event description:
A customer reported the system did not recognize the handpieces. The procedure was completed with another system as anesthesia had already been administered to the patient. Additional information has been requested. Additional information was received indicating this issue occurred prior to surgery. The handpieces were switched twice but system still would not recognize the devices. The system was then switched out and the scheduled cases were completed. There was a delay to the start of surgery of about 10 minutes. There was no patient injury reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The us controller pcb was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).